Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the unit failed the check function of all modes-would not oscillate when power was applied and for check the proper function of trigger and check the function of all modes. During service/repair, it was observed that the trigger was binding, and the housing coupling was corroded and was unable to be disassembled. It was further determined that the ball bearing, and needle sleeve seized and would not rotate, and the balls were worn out. It was determined that the corrosion was due to with improper cleaning and the remaining failures were consistent with normal wear. Therefore, the reported condition was confirmed. The assignable root cause of the corrosion was determined to be due to user improper cleaning methods and the remaining failures were due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the recon sagittal saw device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the trigger was binding. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.